Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen at an unknown dose and concentration via an implantable pump for intractable spasticity and post spinal cord injury. It was reported that the hcp aspirated the pump and got back about what was expected, but then was only able to push 37 ml into the pump. They then pulled back about 5 ml and tried again, but could not get more than 37 ml into the reservoir. It was noted that bubbles were present, and they used that as an indicator that the pump was empty before refilling. It was stated that they used gablofen and the refill kits. The event date was noted to be (B)(6) 2016. The patient was doing the same after refill with no change in therapy. It was further noted that they planned to replace the pump since it was due for replacement relatively soon anyway.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.